Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had a fracture. This lead had consistent measurements of greater than 2000 ohms and loss of capture in the atrium. This lead was surgically abandoned and a new lead was placed. No adverse patient effects were reported.